Manufacturer narrative:
Citation; doi:10.3969/j.issn.1008-9993.2014.18.0 14 lead author: lv guilan article title. ¿nursing of combined joint ECMO continuous blood purification therapy for patients with multiple organ dysfunction sy ndrome.¿ journal title. Chinese journal of nursing publish date: september 2014 issue:18. Date of publish used for event date. Cannula model 96670-117 was entered as a placeholder as specific model and lot numbers were not provided no unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the nursing of combined joint ECMO continuous blood purification therapy for patients with multiple organ dysfunction syndrome. All data was collected from a single center between august 2011 and march december 2013. The study population was 6 patients the breakdown between male and female and ages are currently unavailable. The patients had multiple organ dysfunction syndrome (mods). The ECMO system contained cannulae from medtronic (model and lot numbers not provided). Among all patients, 1 had hyperbilirubinemia, 2 had haemolysis, 1 had gastrointestinal haemorrhage and 3 had cannulation site bleeding. Based on the available information, the death was not attributed to medtronic product. Based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. Among all patients, there were no device malfunctions noted. No additional adverse patient effects were reported.

Event description:
Medtronic received information via literature regarding the nursing of combined joint extracorporeal membrane oxygenation ECMO continuous blood purification therapy for patients with multiple organ dysfunction syndrome. All data was collected from a single center between august 2011 and march 2013. The study population was 6 patients (predominately male; mean age 35 years).the patients had multiple organ dysfunction syndrome (mods). The ECMO system contained cannulae from medtronic (model and lot numbers not provided). Among all patients, 1 death occurred. Based on the available information, the death was not attributed to medtronic product. Among all patients, adverse events included; 1 case of hyperbilirubinemia, 2 cases of haemolysis, 1 case of gastrointestinal haemorrhage, 3 cases of intubation site hemorrhage and 3 cases of cannulation site bleeding. The hemorrhage situations were corrected quickly by symptomatic treatments, such as adjusting heparin dosage, locally pressing with a sandbag, infusing somatostatin into the vein. Based on the available information, the cannulation site bleeding and intubation site hemorrhage may have been attributed to medtronic product. Among all patients there were no device malfunctions noted. No additional adverse patient effects were reported.

Manufacturer narrative:
B5: the word "december" was removed from the description. The following statement was removed from the event description; "based on the available information a direct correlation could not be made between the observed adverse events and medtronic product". The following information has been added to the description "the haemorrhage situations were corrected quickly by symptomatic treatments, such as adjusting heparin dosage, locally pressing with a sandbag, infusing somatostatin into the vein" and the following information has been added to the description "3 cases of intubation site haemorrhage." A3: the predominant patient gender has been added. A2: the average patient age has been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.